Event description:
It was reported that at a routine pre-surgical device check it was discovered that there was clotting and possible infection around the implantable cardioverter defibrillator (ICD) system site area. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.